Event description:
Customer took a blood glucose test and received a result of 345mg/dl. Customer dosed medication based on reading. The customer later passed out. 911 was called and the emergency medical tech's tested the customer blood glucose and received a result of 38mg/dl. Emergency medical tech gave the customer a shot of d-50. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.